Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380. Name medtronic minimed. Street 18000 devonshire street. City northridge. State ca. Zip code 91325. Zip four 1219. U.s.

Event description:
It was reported on (B)(6) 2026 that customer reported occlusion but there was inconclusive troubleshooting of occlusion and occlusion led to high blood glucose level. High blood glucose level was treated with insulin pump.